Manufacturer narrative:
The reported incident of the driveline fault alarm was confirmed with the log file submitted (B)(6) 2019, which captured driveline fault alarm events. The alarm was active as a result of the hex values being out of specification. Additional information received from the account on 02mar2020 stated that the software on the controller was upgraded from version 7.23 to version 7.29. No controller exchange was performed. As of 02mar2020, no additional alarms were noted post software update. No further information was provided. The patient remains ongoing on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a driveline fault alarm. The patient's system controller software was updated and the alarms resolved. Due to a pump stop during the same time period, and x-rays of the percutanous lead (pl) showing an area of concern, a potential problem with the pl is suspected, which is reported under MFR. #2916596-2020-00053. No further information was provided.